Manufacturer narrative:
All batches are released according to the required specifications. Chemistry and micro data must meet regulatory requirements prior to each batch. The components issued to each lot must meet incoming inspection criteria prior to use in manufacturing. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study revealed that multiple patients experienced elevated intraocular pressure (iop) requiring transient intervention, corneal edema requiring transient intervention, anterior uveitis, inflammation, and increased anterior chamber irritation, while using an ophthalmic cellugel. Procedure and patient details have not been provided. Follow up to determine subject/event specifics will be performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Patient/event specific mdrs will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The manufacturer internal reference number is: (B)(4).